Manufacturer narrative:
A design history file review was performed with no major findings or discrepancies related to the reported failure modes. Device not explanted.

Event description:
It was reported that a (B)(6) year old female underwent bilateral risk-reducing mastectomy with implantation of meso biomatrix and tissue expanders on the (B)(6) 2015. Second stage implants were inserted on the (B)(6) 2015. On the (B)(6) 2016 an infection and abscess was noted in the left prosthesis pocket. Patient was treated with intravenous antibiotics (tarocilline). Drainage of the abscess was performed on the (B)(6) 2016. There was no fever. The abscess cultures were positive for pseudomonas aeruginosa which was treated with antibiotics (ciprofloxacine). Patient was seen on the (B)(6) 2016 and there was no inflammation or fever. On the (B)(6) 2016 the complication was resolved with a thin scar. Aesthetic aspect is satisfactory.